Manufacturer narrative:
Continuation of d10: product ID: a52300 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't think the therapy had ever worked well for them and wanted to have the implant removed. The patient said they were frustrated with the device and didn't have a lot of patience with it at all because it had always been so hard to find their device and get the communicator to stay connected to the implant even when it was right over it. The patient said sometimes they could feel the implant but during the call they couldn't feel the implant. The patient needed an MRI of their knee. The agent emailed the patient how to activate/deactivate MRI mode and reviewed how to enter MRI mode during call. During call patient was seeing 'MRI eligibility cannot be determined' in MRI mode. MRI information code: (B)(4). MRI mode showed patient was not eligible for full body scan due to implant location. Implant location was listed as other. The patient said this was incorr ect because their implant was located in their right buttock. The issue was not resolved through troubleshooting. The patient was directed to follow up with their healthcare provider (hcp). Patient service sent email to the local manufacturing representatives (rep) to notify them of situation. The patient also mentioned that sometimes they would feel the stimulation sensation when they were doing things, but now they felt nothing.